Event description:
Manual capacitor shows charge times of 16 seconds for two manual reformations. Technical note states a 16 second charge time is an indication for explantation of the device because an exact determination of the delivered energy can not be guaranteed.